Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was still infusing the primary bag while running an antibiotic as a secondary infusion at a slow rate. The antibiotic was being run at a slow rate of infusion. Additionally, it was also reported that two hangers were added to hang infusion below the pump but it did not work, as well as, a 250 flush bag and also a larger bag but the issue still persisted. The reporter believed it may have been a training issue with a new nurse. No additional information is available.